Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
User contacted the emergency support program reporting an inability to update timing on the device. No patient harm was reported.

Event description:
After further review, an initial emdr for this complaint was incorrectly submitted.the complaint is not reportable, as a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted.the complaint is not reportable, as a result, no follow up emdr is necessary. Please cancel in your database.